Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. # (B)(4).

Event description:
Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description. Our field service engineer (fse) was on site to investigate the reported issue. The reported leakage issue could not been duplicated. The ventilator passed several pre-use checks as well as functional and safety tests and returned clinical use. Since the issue could not been duplicated, the root cause could not been identified.